Event description:
Caller alleged discrepant low inratio2 inr result in comparison to the laboratory inr result. Results are as follows: date (B)(6) 2014; inratio2 inr 5.8; laboratory inr 10.1. Therapeutic range: not provided. The time between testing was within one (1) hour. Nurse stated that if the pt received an inr of 10 then they would have received vitamin k. She doesn't believe any other issues occurred (no hospitalization, bleeding, bruising or clotting) and did not want to received another call regarding add'l questions. Though requested, there was no add'l info provided.

Manufacturer narrative:
Investigation pending.